Manufacturer narrative:
A review of the device history records indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were eight additional complaints associated with the lot for the reported issue. No sample was returned for evaluation; therefore, the condition of the product could not verified. Because a sample was not returned by the customer and the device history record review associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken; however, due to the number of related complaints, an investigation has been completed and action has been implemented to reduce the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the cutter did not work during a procedure. The condition of aspiration was unknown. The procedure was completed without known consequences to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were eight other complaints for the reported issue. The returned sample was visually inspected and deemed nonconforming. The cutter is in port. Sticky, foreign matter is on cutter and on port face. No functional testing could be performed because cutter remained stuck in port. The probe was disassembled and the components inspected. There is approximately five minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cuter pulled out of coupling. No resistance felt when removing the inner cutter from the needle. Presence of adhesive observed on one spot on inner cutter when held under uv lighting. No wear marks at bend area. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function properly. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that in beginning of surgical use, the adhesive bond failed causing the inner cutter to detach from the coupling. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).